Event description:
Patient presented with high lead impedance and increased seizures. Patient had a full replacement (generator and lead). The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.